Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to retract/open the foot could not be determined. Factors that contribute to the inability to retract/open the foot, include, but not limited to tissue or suture caught in foot. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, the foot was difficult to open (deploy), however eventually able to deploy the foot, but it didn't feel like it fully opened. Thus the device was removed, and two more proglides were used but had the same issue. Bleeding was noted per the last device. All devices were able to be simply withdrawn. No tissue damage occurred. Pre-close was abandoned and surgical cut-down was performed to treat the bleeding and achieve hemostasis. There was a clinically significant delay. No additional information was provided.